Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: - it was initially reported that the patient¿s left breast prosthesis was partially deflated. New information states that the device was removed intact. New information also stated that there was left breast prosthesis malposition. - the patient developed capsular contracture in her right breast. - the patient¿s removed breast prostheses were replaced with mentor smooth round high profile 460cc saline breast prostheses. On 08/22/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor received additional information about the event. The capsular contracture in the patient¿s right breast is baker grade ii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information that the patient is scheduled to undergo bilateral explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/01/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported malposition of the left implant. The analysis results showed that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Implant displacement/migration may occur when the implant is too large or the pocket too small causing movement of the prosthesis. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 425cc saline breast prostheses that bilaterally deflated after implantation. There was a complete deflation of the right breast prosthesis and a partial deflation of the left breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.